Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor suspended and read the blood glucose at 44 mg/dl, when the customer was actually 252 mg/dl. The customer also indicated that the sensor alarmed change sensor. Troubleshooting advised customer on sensor glucose and blood glucose differences. The customer indicated that they will monitor the issue and call back if any further troubleshooting is necessary.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance test. The sensor failed the test.